Manufacturer narrative:
Citation: sorysz et al. Early results of the ongoing polish registry of valve thrombosis after transcatheter aortic valve implantation (zak-poltavi). Kardiol pol. 2020 aug 25;78(7-8):681-687. Doi: 10.33963/kp.15426. Epub 2020 jun 8. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# p130021) and engager (not approved by FDA). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding results of valve thrombosis after transcatheter aortic valve implantation (tavi). All data were collected from the polish registry database between november 2008 and november 2018. The study population included 2,307 patients (predominantly female, mean age 81.5 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients 1 ,425 were implanted with a medtronic corevalve (n=489), evolut r (n=826), evolut pro (n=107) or engager (n=3) bioprosthetic valve. No unique device identifier numbers were provided. During the follow-up period with a median of 286 days, 26 patients were identified with thrombosis based on an increased transvalvular gradients. A single patient required surgery, and postoperative complications resulted in death. Based on the available information medtronic product was not directly associated with the death. Among all patients, adverse events included: valve thrombosis, increased transvalvular gradients of 23 mmhg, embolism causing retinal artery embolization or ischemic stroke, and atrial fibrillation. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.